Event description:
This complaint was initially reported to intuitive surgical, inc. (Isi) for a problem associated with one of the patient side manipulators (psm) displaying multiple error messages. The psm is an instrument arm which is located on the patient side cart that provides the sterile interface for the endowrist instrument. The psm was replaced. There was no report of patient involvement or adverse outcomes.

Manufacturer narrative:
The psm arm was returned and evaluated. Failure analysis investigation found the psm failed the weighted brake drop test. This complaint is being reported due to the psm arm failing the weighted brake drop test during failure analysis. Although no patient involvement occurred, it could cause or contribute to an adverse event if the malfunction were to recur.